Event description:
Ous MDR - it was reported that the lead 27 months after the implantation was explanted. The patient received multiple appropriate as well as inappropriate shocks. The shock impedance was unacceptable (0 ohm). During the revision an insulation damage in the area of ICD can was noted. Furthermore, the rv shock coil was damaged during the procedure.

Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 11.5 cm distal of the df4 connector pin. Both fragments were returned for analysis. The analysis showed multiple signs of abrasion along the lead fragments. Multiple instances of insulation fraying could be detected. Especially 50.5 cm proximal of the tip electrode, the lead insulation was frayed to the lumen of the rope conductor to the shock coil. The coating of the rope conductor to the shock coil was damages in this area. This damage is with high probability the cause for the low shock impedance complained about. The position and kind of the fraying instances are characteristic for massive mechanical stress on the lead due to friction at the generator housing. It is likely that there was contact between the damaged rope conductor and the generator housing in the implanted state. The protruding lead conductor mentioned in the complaint text could be confirmed 44.5 cm proximal of the tip electrode. Here, the insulation was also damaged by abrasion at the generator, and the rope conductor to the ring electrode had been exposed due to that. In addition, multiple extraction damages could be seen at the lead. Cuts and traces of blood were visible 36 cm proximal of the tip electrode body. In addition, the shock coil was deformed, and the fixation was severely stretched. The measurement of the direct-current resistances of the electrical conductors proved to be unremarkable. The manufacturing process of this device was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.